Event description:
Ous MDR. After an implantation time of about 35 months, numerous vf detections caused by artifacts in the iegm were reported. One of these detections led to a shock. System removed: lexos vr-t, MDR 1028232-2008-01144.

Manufacturer narrative:
Ous MDR. As part of the analysis of the lead, it could be noted that the inner and outer insulation of the lead body was massively damaged about 34 cm distal of the connector pin due to internal fraying. At this site, the insulation of the rope to the rv shock coil was also damaged. This damage must be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress exerted on the lead body over a longer period to time. The characteristics of the damaged structure of the inner and outer insulation (fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress to the lead by the subclavian crush syndrome. Diagnostic images of the mentioned body region were not available for analysis. The signs of abrasion are probably due to friction with other leads or equivalent friction partners in the implanted state.